Event description:
On (B)(6) 2011, the pt was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2013, computed tomography scan revealed a proximal type I endoleak, reportedly contributing to aneurysm enlargement of 5 mm. The physician did not indicate what may have caused the endoleak. On (B)(6) 2013, the pt was implanted with an add'l gore excluder aaa endoprosthesis to threat the type I endoleak. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the devices verified that the lots met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.